Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement that caused loss of capture with no asystole. This was confirmed by fluoroscopy. The lead was successfully replaced on the same day. No additional patient adverse effects were reported. This lead was already return and analysis is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Visual inspection of the lead found typical surgery-related damage, but is not considered abnormal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement that caused loss of capture with no asystole. This was confirmed by fluoroscopy. The lead was successfully replaced on the same day. No additional patient adverse effects were reported. This lead was already return and analysis is expected.